Event description:
It was reported that the patient's device was not turning on even when connected to the ac adapter. It was noted that the patient did not have a working stationary oxygen concentrator at the time. As a result, the patient was hospitalized. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.